Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems - urinary problems"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract disorder, fatigue, alopecia, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2016 discrepancy as per pif. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems - urinary problems"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, psychological trauma, urinary tract disorder, fatigue, alopecia, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 discrepancy as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.